Event description:
An endurant aorto-uni-iliac stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm diameter fusiform abdominal aortic aneurysm approximately 38 months ago. The aortic neck was 21mm in diameter and 26 mm in length. Distal aorta was 13 mm in diameter. Right iliac artery was 10 mm in diameter. The proximal diameter of the left iliac artery was 6mm. The right femoral artery was 6.8mm in diameter, and the left was 6.6mm. The right and left iliac arteries were moderately tortuous with 0% stenosis on the right and 40% stenosis on the left. The circumferential aortic mural thrombus/calcification at the proximal neck was 44%. It was reported that endurant aui 251410 was implanted with the suprarenal stents crossing both renal arteries with the stent graft being very close to the renal arteries. An endurant limb 161380 was implanted in the right iliac artery with the distal end of the stent graft implanted in distal to the right internal iliac artery origin. The left common iliac artery was ligated, and a femoral-femoral bypass was done. It was reported that imaging done on the day of implant revealed that the right renal artery was partially covered by the stent graft and this did not impact the renal function and no other adverse events were reported. The cause of the event is unknown. The partial occlusion has been present since the index procedure, but was not obvious on earlier images. The stent graft did not migrate, and no interventions are planned. No clinical sequelae were reported and the patient is fine. Please note that this model number enuf2514c105ee is not approved in the united states; however, it is similar to the enbf2513c120ee which is approved in the united states.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion); lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of stent graft occlusion).